Event description:
During a review of the patient's programming history, it was noted that four faulted system diagnostic tests and one faulted generator diagnostic test occurred on (B)(6) 2010 which changed the patient's settings. Although a final interrogation was performed after diagnostics which showed the unintended settings, the settings were not re-adjusted until the next visit on (B)(6) 2012.

Manufacturer narrative:
Analysis of programming history.